Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a wearable failure occurred. The sensor was inserted into the abdomen, which is an off label usage of the device, on (B)(6) 2025. On 05/05/2025, the patient experienced a wearable failure. After the wearable failed, the patient had run out of supplies. The patient also reported that his bg (blood glucose) meter test strips were expired, therefore, he couldn¿t use those for monitoring as a back-up. Therefore, the patient went to the emergency room for evaluation. The patient was wearing a tandem insulin pump. The patient was asymptomatic. At the ER, the patient¿s bg meter reading was 660 mg/dl. The patient was admitted and treated with insulin injections and IV fluids. The patient was discharged home 4 days later, on (B)(6) 2025. The patient was in ¿stable¿ condition at the time of report. Performance data was reviewed. The allegation was not confirmed via data. The probable cause could not be determined post investigation as the allegation was not found. No additional event or patient information is available.